Event description:
Baxter sales rep called to report a cracked and leaking set. Customer reported set cracking during patient use. Patient is being administered tpn's. Customer indicated set seems to last about 12 hours and then the filter cracks. Samples are available for evaluation. No patient injury has been reported at this time.